Event description:
The patient underwent a full vns replacement. The explanted devices have not been received for analysis to date.

Event description:
Product analysis was completed on the returned lead. Note that since a portion of lead body, and electrode array section were not returned for analysis, an evaluation and resulting commentary cannot be made on those portions of the lead. During the visual analysis of coil ends, pin coil, strands 1, 2, & 4 showed mechanical distortion (smoothed surfaces). Therefore, due to mechanical distortion (smoothed surfaces) the fracture mechanism cannot be ascertained. Ring coil strand 1 appeared to be abraded. Other than the noted above conditions, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. The pa worksheets were reviewed. The lead assembly has dried remnants of what appear to have once been body fluids inside outer and inner silicone tubes, in some area, no obvious path other than the identified openings and abraded ends.

Manufacturer narrative:
H3 device evaluated by MFR? , corrected data: supplemental #04 MDR report inadvertently left blank h6 adverse event problem codes , corrected data: supplemental #04 MDR report inadvertently did not code 'c070606'.

Event description:
The explanted generator and lead were received but product analysis is still underway.

Event description:
Product analysis was completed on the returned generator. The electrical tests performed in the pa lab found that the generator was at an ifi = no condition. The battery voltage was measured at 3.054 volts, and the memory locations on the generator indicated that 29.866% of the battery had been consumed. There were no performance, or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that the patient was seen with high impedance. No additional relevant information has been received to date. No known surgical intervention has occurred to date.